Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with 2 gms of vancomycin and 2 gms of zosyn (frequencies and routes of administration were not reported). On an unknown date in the month following the month of onset, the patient recovered from the peritonitis event. At the time of this report, dianeal therapies were ongoing. No additional information is available.